Event description:
The customer states that one patient generated an axsym toxo igg assay false negative result of less than 2.0 iu/ml. The same patient came back to the lab about one month later and was redrawn and generated an axsym toxo igg assay result of positive (28 iu/ml). The customer then retested the original sample and generated a positive result of 26 iu/ml. No suspect results were reported from the lab and no impact to patient management was reported. A service call was initiated.

Manufacturer narrative:
(B)(4). An investigation is in process.